Event description:
A laparoscopic procedure was being done to treat peritoneal adhesions, when a part of the fiberglass tip of the trocar sleeve broke off. The piece was retrieved from the abdominal cavity. No pt problems were reported.